Event description:
It was reported by the sales rep that during a whipple procedure, the device's active blade broke off and fell into the pt, the blade was retrieved by the surgeon. They completed the procedure with a new like device. There was no pt consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.